Event description:
Variety of autoimmune diagnosis, hypothyroid, severe fatigue, sinus infections, sjogren's, pain in both breasts, body and joint aches, blurred vision, brain fog, memory loss, dizziness, migraines, depression, anxiety, rheumatoid osteoarthritis, severe lower back pain, abdominal pain, weakness in limbs, restless leg syndrome.